Event description:
Dealer alleges the alarms are not functional, it was replaced and it still would not work. Dealer believes there is problem with pc board. Unit is operational. Previous history is (B)(4).